Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy procedure after the device was inserted into the patient breast it was noted to be bent. No injury reported. The device was removed and a second device was used to successfully complete the biopsy.